Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6), and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg results for one pregnant patient. The sample was repeated on the same alinity and the result was nonreactive. The following data was provided: sid (B)(6) 10may2023 result = 48.3 iu/ml; sid (B)(6) 21june2023 result = 0.1 iu/ml. Reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, field data review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics complaint investigation, no systemic issue or deficiency of alinity I toxo igg, lot number 49420be00, was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for one pregnant patient. The sample was repeated on the same alinity and the result was nonreactive. The following data was provided: sid (B)(6)10may2023 result = 48.3 iu/ml sid (B)(6)21june2023 result = 0.1 iu/ml reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive no impact to patient management was reported.